Event description:
The red dot starts in the middle of the screen instead of the top of the screen. Additional information received 05/12/2009: rn inserting tube - artifact on screen with the image curling on itself. Patient's head not moving and receiver unit in the correct position also with no movement noticed. X-ray confirmed a left lung insertion with a pneumothorax. A chest tube was inserted.

Manufacturer narrative:
Feeding tube placement is dependent on the clinician and patient. The actual tube does not influence where it is placed. The feeding tube placement records were reviewed for the patient involved. The placements viewed do not show a typical gi placement. The placements reviewed indicated lung placement, based on the path seen when reviewing the cortrak unit. In addition, placements were viewed both before and after the indicated lung placement and found to represent typical gi placements. The cortak unit continued to be used by the facility routinely between the date of the incident (2009) and its return about three months later.